Event description:
Olympus medical systems corp. (Omsc) was informed that at the end of procedure, the image became abnormal like sandstorm repeatedly. There was no specific operation such as angle operation that seemed to be related to noise. The procedure was completed without changing the device. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the image blacked out and scope communication error b30 occurred. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. Omsc checked the subject device and found that the reported phenomenon could be duplicated. In order to identify the defect part, the connector board of the same model was assembled. As a result, the image abnormality disappeared. From this result, it was determined that the reported phenomenon occurred because the connector board was damaged. It was presumed that the cause of the connector board damage was accumulation of electrical stress due to repeated energization, or accidental overcurrent such as applying static electricity. In addition, repair history of connector board showed that about 3 years have passed since the last repair. Therefore, there was a possibility of aging due to repeated use.